Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had an issue with its light-emitting diode and its box. The generator has not been received into service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the complaint was confirmed. The lower display was missing several lines. The battery drawer was damaged. The case was sticky. The device failed a test relating to atrial heart wire high resistance. The battery contacts were contaminated with a transparent residue. The device was returned unrepaired, at the customer's request. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2019: it was further reported that the product had been returned to service.